Event description:
The device was used during a wedge resection. Reportedly, the safety shield broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.